Event description:
A report was received that during a lead revision, the physician replaced the ipg due to it not being charged and because he noticed blood in the ipg header. The device was working properly and the physician did not suspected an ipg malfunction. The patient was reportedly doing well following the procedure.

Event description:
A report was received that during a lead revision, the physician replaced the ipg due to it not being charged and because he noticed blood in the ipg header. The device was working properly and the physician did not suspected an ipg malfunction. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.